Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated with injections of cefazolin (2g/day) and gentamycin (80mg/day) intraperitoneally for the peritonitis. The patient later recovered from the peritonitis after 15 days and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) fluids. The patient was hospitalized on the same day for the event. Treatment for the peritonitis was not reported. On an unreported date, the patient was retrained on the aseptic technique. The patient was still in the hospital and their outcome was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient¿s exact age at the time of the event was unknown; however, they were born in 1959. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.